Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02292. It was reported that the patient presented for a generator changeout procedure for normal elective replacement indicator (eri). Upon review, the right atrial lead had exhibited reproducible noise while manipulating the pocket. The physician checked the lead with a pacing system analyzer and could not reproduce the noise while stressing the lead. Fluoroscopy was performed and did not reveal any lead damage. The physician noted that the implantable cardioverter defibrillator contained blood in the header and continued with explanting and replacing the device. No intervention was performed on the right atrial lead and it was connected to the new device. The patient experienced no adverse consequences.